Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ll 4/5/18according to the reporter, during laparoscopic bariatric surgery, when trying to cut the stomach, the surgeon was able to press the green button but the stapler was unable to fire and its handle was unable to squeeze. They used another device to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 46 autoclave cycles for the handle. A pmv representative adapter and single use loading unit (sulu) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.